Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran 58 pulses, 48 of which were first prime pulses, before deactivating. A drive stall and a drop in pulse width occurred, indicating a failure to detent the ratchet gear. The device was paired with a master pdm, reset, and delivered a 5u bolus. The downloaded rerun data did not replicate the drive stall and the ratchet gear was observed being actuated by the hook talons. The device deployed as intended during rerun. Contamination or areas of potential discontinuity were not observed on the rotational sensor assembly. The presence of the drive stall as well as the dip in pulse widths indicates that the hook talons were moving but not actuating the ratchet gear at the end of the second prime, resulting in the firing flat not advancing far enough for the needle mechanism to deploy.